Manufacturer narrative:
Block h11: correction to block e1: initial reporter phone and initial reporter email. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a ligament hysteropexy procedure using a capio slim device, the device failed to properly anchor the suture. It was also reported that after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the suture thread broke on the patient's left side, and the suture needle remained within the tissue. As a result of this, the procedure was not completed. No patient complications were reported.

Manufacturer narrative:
Correction to blocks b5 (below) and h6: impact codes - the suture broke during deployment on the patient's left side. The procedure was not completed. Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during a ligament hysteropexy procedure using a capio slim device, the device failed to properly anchor the suture. It was also reported that after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the suture thread broke on the patient's left side, and the suture needle remained within the tissue. As a result of this, the procedure was not completed. No patient complications were reported.

Event description:
It was reported that during a ligament hysteropexy procedure using a capio slim, the device failed to properly anchor the suture. It cut the suture thread and retained the needle within the tissue. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.